Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that when they turn their stimulation off, it ¿adds to the problem.¿ the patient stated that they have a permanent brain freeze in their head, and then clarified that their device is implanted for head pain and headaches. They noted that when their stimulation is turned off, they feel very little fine shocks in their head. The patient indicated that the shocks are not painful, but just slight electrical type sensations. The patient inquired if it was a sign that something was going wrong with their battery. They mentioned that they were going to call earlier, but their headache was so painful that they couldn't think. The patient stated that their implantable neurostimulator (ins) is implanted in their back, and the leads go through the neck to the back of their head. They also mentioned that they are trying a new medication that is administered through an IV for 4 days, which has been successful for people with migraines. The patient stated that this is bringing their pain level down a little. Patient services re-directed the patient to follow-up with their healthcare provider. Physician listings were mailed to the patient, as they did not have a managing healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that no steps were taken to resolve the little shocks in their head when stimulation is off. They stated that the issue has not been resolved. No further complications were reported or anticipated.